Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the injector retention plug was removed and the unit was actuated and it was confirmed that the gel stent was present in the needle. The injector appeared to function correctly in all aspects and no other anomalies were identified through visual inspection or functional testing. The injector needle was inspected under magnification and results revealed that the needle tip was blunt / flattened. The complaint of implant stuck in the injector could not be confirmed. Although the gel stent deployed easily in the dal testing, the xen procedure conditions (e.g. Injector needle placed inside the eye) could not be simulated in the dal. It is possible that the gel stent was blocked from deploying from the injector due to the damage at the needle tip when inside the eye. The gel stent requires a smooth open needle channel all the way through the tip in order to properly deploy.

Event description:
Physician reports during surgery, "despite a good and smooth positioning of the xen device, we saw no filtration, also not after a second try. Implant still in injector". Additional information received from company representative reporting "the implant was stuck and a back up device was used."

Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling: precautions 1. The xen gel implant and injector should be carefully examined in the operating room prior to use.

Event description:
Physician reports during surgery, "despite a good and smooth positioning of the xen device, we saw no filtration, also not after a second try. Implant still in injector".

Event description:
Additional information received from company representative reporting "the implant was stuck and a back up device was used."